Manufacturer narrative:
B3. Date of event - correction - event date was incorrectly reported in initial MDR.

Event description:
Patient was interrogated at their 6 month follow up appointment. Upon interrogation, an error was reported and the generator output was observed to be at 0ma. The specific error code could not be provided initially, but was later to be confirmed to be error code 6. The physician programmed the generator to the last recorded settings. It was noted that no abnormalities were observed at the previous appointment. The patient is only seen for vns at the office and no events occurred to their knowledge, which could have caused the disablement. Patient was noted to have used the magnet during easter; however, the patient is unsure if magnet stimulation occurred. Though, it was noted that the seizures did stop after the vns magnet was swiped. Programming data was requested and obtained. No additional relevant information has been received to date.